Event description:
A 19-month-old female was admitted to ward with IV infusing in left hand at 30cchr. Hand wrapped with gauze, IV site not visible. At 0345am IV pump read occlusion. Dressing removed to examine IV site. Left hand swollen, venagard intact. Catheter removed. Not intact, approx 1/2 cm of catheter visible. Pt sent to x-ray for chest & arm films. Pt transferred to another med facility for further tests.